Manufacturer narrative:
H3/h6: two used devices were returned for analysis. The device was visually inspected and no damage or anomalies were observed. The functional testing was performed. Two cassette bag was filled with 100 ml of water using an ICU medical provided syringe. During the fill process a leak was observed to be coming from the internal bag at the seal of the internal bag of each bag. The complaint of leakage can be confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
D3: mfg. Establishment name updated. H3: no device or device photo was returned for investigation. Due to this, no root cause was determined as a product evaluation and problem confirmation cannot be performed. No previous repair has been noted in the last 12 months, and no event log history was provided. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Event description:
It was reported that the cassettes were found leaking during compounding. Leak was detected from the cassette bladder during airing out after addition of the drug (hydromorphone) and saline. The event occurred twice. Samples are available for investigation. There were no harm and no patient involvement.